Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: b6, b7, d1, d4(model#), d11, g1(contact person)

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the 24v voltage collapses when the unit turns on. The fse determined that the unit could no longer be repaired and has to be shut down and scrapped. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would no longer power on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.